Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4-5 on a patient with a restricted anterior leaflet and a restricted posterior leaflet and calcification. A mitraclip xt, was inserted and deployed on the medial side of the mitral valve. However, it was observed that the medial leaflet showed a slight transcatheter edge-to-edge repair (teer) effect; there was a possibility that the medial side of the anterior leaflet was torn and a possibility that the clip shifted (partial clip movement). To stabilize the clip, a mitraclip xtw was inserted and deployed on the mitral valve. The procedure was completed with two clips implanted, and the mr was reduced to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.